Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported that the stylus pen on the programmer was not working. The pen was replaced but it was still not working. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. There was no indication of any patient involvement reported with this event.